Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: 193112 echo b-mtrc stem 195080. Unknown item unknown device lot 993340. Unknown item unknown head lot unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown item, unknown head, lot 195080; unknown item, unknown device, lot 993340; unknown item, unknown stem, lot unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04284, 0001825034 - 2020 - 04286.

Event description:
It was reported patient underwent a left tha approximately 7 years prior. The patient was revised due to dislocation. No additional information is available.